Manufacturer narrative:
One destino twist 8.5f introducer sheath from lot# c8-04443 was received back from the customer without the dilator. There were no other accessories. Blood was found on and inside the sheath. The hemostasis valve was torn, otherwise, the sheath and handle looked normal. Upon return of the device analysis recorded that one destino twist 8.5f introducer sheath within manufacturing specifications was received. According to the report, blood leaked from the hemostasis valve as well as a considerable amount of air. It was found that the insertion point into the hemostasis valve was identified to be considerably off center of the helical cuts, creating a tear in the valve. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. The instructions for use says: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. This valve leaked as a result of the off center insertion due to mishandling out in the field. The product did not ship in this condition. The reason for the return cannot be confirmed. There were no manufacturing rejects or anomalies recorded in the device history record. The sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing. Quality assurance procedure (destino steerable guiding sheath) in-process & final inspection: device is tested one hundred percent for cap and seal inspection, a leak test is perform according to procedure by manufacturing personnel and is observed by quality assurance personnel. The sideport is tested for occlusion by attaching a 10 cc syringe with plunger completely pulled out to the open stopcock valve. Both outlets of the stopcock are tested, one at a time by pushing and pulling the plunger of the syringe to confirm air flow through sideport and tube. If there is obstruction or blockage, it will be difficult to operate the plunger. No shafts should be accepted where blockage is felt.

Manufacturer narrative:
The device was in use for treatment. The device is in the process of being evaluated; upon completion of evaluation a follow-up report will be sent.

Event description:
The customer reported this destino was used for pv isolation; while using the destino, a blood leakage from the hemostasis valve was observed and a considerable air also entered. Therefore, a new destino was opened instead and the procedure was continued. No adverse patient effects were reported.